Event description:
It was reported that the patient experienced two infusion sets fell off during use due to adhesive issues event on (B)(6) 2026 and (B)(6) 2026. The first infusion set was in use for one day and second infusion set was in use for two days. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.